Event description:
The customer reported a leak on the alinity m sn (serial number) (B)(6). The customer reported a reoccurring leak from the system solutions drawer. The liquid left the system onto the lab floor and seemed oily and soapy. Visual instrument inspection revealed a leak on the system solutions drawer. Leaking source seems to be the lysis cradle to pump connector tubing and the evb cradle vent line tubing. There was no report of exposure to the liquid. The liquid left the footprint of the instrument.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which received FDA approval.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).